Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead was explanted due to dislodgment. It was repositioned once on a surgical procedure different from the initial surgery and it subsequently dislodged again. The lead was replaced for a new one. No additional adverse patient effects were reported.